Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report of no ECG signal was not replicated or confirmed. The device was put through extensive testing including full ECG and multifunction cable lead view functionality and stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the log suggests this is ECG cable related since no pads were connected to the device. Evaluation of the device for the customer's report of failed self-test was duplicated and attributed to a fractured diode on the processor/bridge/pace board. The processor/bridge/pace board was replaced to resolve the report. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal and failed self-test. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.